Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the sleeve detaching with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Additionally, there may be incompatibility of the btd device with the terumo tube due to the film on the tube stopper becoming entrapped with the rubber sleeve. It should be noted that the bd blood transfer device combination with the (B)(4) terumo tube has not been established for compatibility purposes. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the sleeve detaching with the incident lot was observed. However, the customer was using a non-bd tube which may have contributed to the issue due to the tube's stopper design. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the rubber sleeve of the bd vacutainer® blood transfer device with luer adapter needle had detached. There was no report of exposure, injury, or medical intervention.